Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the right hip arthroplasty procedure occurred on (B)(6) 2005. Additional information provided in operative notes and a review of invoice history confirms the left hip arthroplasty occurred on (B)(6) 2007. Patient medical records indicate that a left hip revision procedure was performed on (B)(6) 2007 where all components were removed due to infection and the wound was drained and debrided. There has been no reported revision procedure of the right hip.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: ¿early or late postoperative, infection, and allergic reaction.¿ this report is number 4 of 6 mdrs filed for the same event (reference 1825034-2012-02216 & -02217 and 1825034-2014-03958, -09227 / -09229).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the right hip arthroplasty procedure occurred on (B)(6) 2005. Additional information provided in operative notes and a review of invoice history confirms the left hip arthroplasty occurred on (B)(6) 2007. Patient medical records indicate that a left hip revision procedure was performed on (B)(6) 2007 where all components were removed due to infection and the wound was drained and debrided. There has been no reported revision procedure of the right hip. Additional information received in operative report noted patient underwent a left hip revision procedure on (B)(6) 2007 due to infection and a dislocated acetabular cup. Operative report further noted brownish runny fluid and a loose femoral stem during the revision procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.